Event description:
It was reported that this implantable pulse generator (ipg) measured high atrial and ventricular impedances. There was also no sensing and exit block noticed with this ipg. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.the device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.